Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient was hospitalized on (B)(6) 2024 due to hyperglycemia and diabetic ketoacidosis event. Blood glucose level was 340 mg/dl at the time of the event. Patient experienced symptoms of confusion, sick/unwell, flu like headache, tired/weak, extremity pain/cramps and increased thirst. The duration of hospitalization was greater than 24 hours. Patient was treated with insulin via manual injection. No further information was available.